Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an insulin flow block alarm and was hospitalized on (B)(6) 2024 due to hyperglycemia . The patient got treated with intravenous drip during hospitalization. No further information available.

Manufacturer narrative:
E1: ptient country: united states. Patient city: (B)(6). H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.